Event description:
It was reported that the ventilator's turbine was not spinning. The event occurred during service of the ventilator and was not connected to a patient.

Manufacturer narrative:
The field service technician replaced the turbine to correct the reported problem.